Manufacturer narrative:
(B)(4): device evaluation: evaluation of returned device revealed deposition in the outlet stator. A root cause for the observed deposition could not be conclusively determined through this evaluation. The thrombus was partially obstructing the blood flow path and could have contributed to the reported elevated ldh and the signs and symptoms of pump thrombosis. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The outlet stator revealed a red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient exhibited signs and symptoms of heart failure along with a steady rise in lactate dehydrogenase (ldh) and blood in the urinalysis. The patient was started on heparin with no improvement of symptoms or lab values. It was noted that the patient had an international normalized ratio (inr) goal of 2-3 and his inr ranged from 2-3.6 during his ldh rise. The patient was on aspirin (81mg) and coumadin. It was reported that the patient had a pump exchange on (B)(6) 2015 due to suspected pump thrombus.